Event description:
Reporter is pt who states that eyes became red and itchy after using a bottle and a half of product, just prior to recall notification. Both eyes look similar to have "pink eye". She has an appt pending. Bottles were purchased in a double package at sam's club.